Event description:
It was reported that the needles were leaking as well as breaking off the syringe. We also received reports of health providers sticking patients with the needles and then upon retract, they were breaking and getting stuck within the patients. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. D4: full UDI is unknown as no lot was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.